Event description:
The manufacturer received information alleging a millennium m10 oxygen concentrator was not functioning properly and the pt expired. The device has yet to be returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer has completed the investigation.